Event description:
It was reported that after a gastric band procedure, that the pt came with a complaint. The dr took an x-ray and saw that the closing of the band was defective. The band was replaced without any problem. There was no pt complications.

Manufacturer narrative:
Date sent: 2/26/2008. Info anticipated, but unavailable at this time.